Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the surgeon had impactor head attached to jig along with tibia implant. When impacting impactor head with mallet, the impacter base broke just above threads. The threaded piece was also successfully removed from inside of tibia jig. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impaction head confirmed the product had fractured. Sem for fracture analysis noted that the instrument has numerous superficial wear & impact marks and deformation of the thread. The threaded section¿s fracture surface has visible ratchet artifacts that suggest a possible rotational fatigue fracture with multiple initiations. The material analysis confirmed the product material is conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.